Manufacturer narrative:
(B)(4).

Event description:
The patient did not hear the pump alarm. The pump was "dry" when the patient had the pump refilled by the nurse practitioner. The patient experienced withdrawal. The specific symptoms of withdrawal were not reported. The pump medication was not reported. Additional information has been requested, but was not available as of the date of this report.